Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture in tip to ring, ring to tip and tip to coil configurations along with high out of range impedances greater than 2,000 ohms in those configurations. The lead configuration was reprogrammed to ring to coil and was able to pace and impedances were within normal limits at 458 ohms. This product remains in-service and no adverse patient effects were reported.